Event description:
It was reported that catheter issue occurred. The 100% stenosed target lesion is located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device got kinked 30 to 40 cm from the proximal part. It got twisted as it was kinked. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window and drive cable were twisted, the imaging window was kinked, and an imaging core windup with a broken driveshaft began 29.2 cm from the distal end of the connector shaft. The sheath was kinked and detached from the telescope. Based on the evidence, the reported event of material twisted is confirmed. The twists and imaging window kinks could have contributed to the event. The imaging core windup with a broken driveshaft, sheath kinks, and sheath detachment could not have contributed to the event.

Event description:
It was reported that catheter issue occurred. The 100% stenosed target lesion is located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device got kinked 30 to 40 cm from the proximal part. It got twisted as it was kinked. The procedure was completed with another of same device. No patient complications were reported.